Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2019, it was reported that the device required repair. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2019 revealed that the calibration or test cut could not be performed due to the bent comb. The roller, roller gear and side plates all had visible damage. The shoulder bolts and washers had modifications and substitute parts. The 1.5:1, 3:1 and 4:1 ratio cutters all produced passing test meshes. The 2:1 ratio cutter produced an incomplete cut and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the roller, roller gear, comb, side plates, ratchet gear, shoulder bolts and washers. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb was bent. The roller, roller gear and side plates all had visible damage. The shoulder bolts and washers had modifications and substitute parts and the 2:1 ratio cutter produced an incomplete cut and was deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was bent. The roller, roller gear and side plates all had visible damage. The shoulder bolts and washers had modifications and substitute parts and the 2:1 ratio cutter produced an incomplete cut and was deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
Skin graft mesher needed repair. No adverse events were reported as a result of this malfunction.